Manufacturer narrative:
The manufacturer received a broken ceramic head for investigation on march 8, 2017. The investigation is ongoing. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is cmp-(B)(4).

Event description:
It has now been reported that the patient was implanted a cerasul, head, s, 28/-3.5, taper 12/14 on (B)(6) 2002. Sudden noise and squeaking sounds with minimal discomfort were noticed at home, the date of the event is still unknown. It has also been reported that the patient had no trauma. The patient underwent a revision surgery on an unknown date. A broken ceramic head and a ceramic liner were returned to zimmer biomet.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that (B)(6) patient experienced sudden noise and squeaking sounds with minimal discomfort. Patient underwent a revision surgery of the right tha on (B)(6) 2016. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Only the revision surgery protocol is received which does not give any valuable information. An unbroken ceramic insert, four large and two small fragments of a ceramic ball head were submitted. The ceramic head cannot be completely reconstructed from the delivered fragments. There are fragments missing, which potentially could deliver further information if they were available. Thus, there is a probability, that the analysis of the fragments and the fracture surface remains incomplete. There are metal transfer patterns of erratic appearance on the polished surface and on the fracture surfaces which are clearly assigned to secondary effects, i.e rubbing between the metal parts and the ceramic fragments after the primary fracture event. Such patterns do not provide any information about the cause of the fracture. In the case of a symmetrical taper fit situation between the ceramic ball head and the metal taper, thin concentric lines (primary metal transfer) over the whole circumference are expected. The expected primary metal transfer on the cone of the ball head can be found with varying intensity. However, it cannot be decided clearly whether this metal transfer occurred prior to or after the primary fracture event. Due to the rubbing mechanism against each other in the period between the primary failure event and the delivery of the explants, intensive chipping occurred at fracture surface edges and on all fracture surfaces. Therefore, further info probably got lost which might have been helpful in the failure analysis. Lf the primary fracture event is caused by hoop stresses inside the conical bore of the ceramic ball head the primary fracture surface coincides with the ball head axis. Additionally, its appearance is very smooth and flat. The primary fracture surface can be found partially on one fragment. The fracture origin cannot be determined due to the mentioned secondary damages and missing fragments. Insert is not broken. Metal transfer of erratic appearance can be found on the face and on the inner sphere of the insert. This secondary metal transfer was produced by rubbing between metal parts and the ceramic insert after the primary fracture event of the ball head or due to surgical procedure. Thus, it does not provide any information about the cause of the fracture. Ln case of a symmetrical taper fit situation between the ceramic insert and the metal cup, metal transfer patterns (primary metal transfer) are expected. Such metal transfer patterns can be found with varying intensity on the taper. The insert does not provide any hint regarding a possible cause of the failure of the ball head. On the polished surface of the insert an area of intensive metal abrasion can be found. The occurrence of this abrasion is a consequence of an intensive contact with the metal stem after the primary fracture event of the ball head. On the outer surface of the fragments of the ball head and on the inner surface of the insert clearly restricted areas with increased wear can be found. However, it cannot be decided clearly, whether these areas were generated by microseparation/ edge loading prior to the fracture or caused by ceramic fragments and third-body-wear after the fracture event. - the density was determined on the fragments of the ball head. The measured density is complying with the delivery specification for the components. There was no permission for destructive analysis. Thus, the mean grain size could not be determined. - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - the material certificate of the ceramic ball head is reviewed and confirmed to be manufactured according to the specifications. For the investigation of the complaint we only have received a broken ceramic head and unbroken ceramic insert. No x-rays or surgical reports were available for review. The density of the ball head was analyzed and found to be complying with the delivery specification. The microstructure as obtained from the quality documents of both parts accomplishes the requirements as specified at the time of production. There are no indications of any pre-existing material defect. On the outer surface of the fragments of the ball head and on the inner surface of the insert a clearly restricted area with increased wear can be found. However, it cannot be decided clearly, whether this area was generated by microseparation/ edge loading prior to the fracture or caused by ceramic fragments after the fracture event. The insert does not provide any hint regarding a possible cause of the failure of the ball head. No conclusion regarding a possible cause for the fracture of the ball head can be drawn based on the provided fragments. Due to absence of the useful medical data as x-rays or surgical reports, it is not possible to conclude with a root cause for the reported event. Possible root causes for the squeaking sound and subsequent fracture of the ball head include high patient activity, patient disregarding the limits of the device or existence of a possible corrosion at the stem taper. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Biolox delta kopf, 12/14, 40 x 0; ref# (B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cerasul, head, s, 28/-3.5, taper 12/14 on an unknown date. Sudden noise and squeaking sounds with minimal discomfort were noticed at home. The date of the event is unknown.

Manufacturer narrative:
Additional information was received on december 30, 2016: the manufacturer did not receive x-rays for review, but it was mentioned that they will be sent. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a cerasul, head, s, 28/-3.5, taper 12/14 on (B)(6) 2002. Sudden noise and squeaking sounds with minimal discomfort were noticed at home, the date of the event is still unknown. It has also been reported that the patient had no trauma.